Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer had hyperglycemia due to insulin flow block. Blood glucose values was 460 mg/dl. Troubleshooting was performed on insulin flow block. Customer was using the insulin pump with the auto mode/smart guard feature active at time of reported event and customer was using the insulin pump since past 48 hours of reported event are unknown. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device.